Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) in cardiac arrest, the device was powered off to change the batteries and once inserted the device prompted a "unit failed" message and would not power up. Complainant indicated that the clinician had to go off site to obtain another device to continue treating the patient and there was a period of time that the patient was not being monitored. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The batteries used were not returned as part of this investigation. Review of the device activity logs showed no critical errors that would contribute to the customer's report. No trend is associated with reports of this type.